Manufacturer narrative:
D1 brand name was updated. E1 initial reporter was added since it was inadvertently omitted from the initial report. Pd-anticontamination sleeve- (separation, torn): the cause of pd-anticontamination sleeve-(separation, torn was unable to be determined as limited clinical details were provided and no product was returned for review. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Additional information received and section d6b (explant date ) was updated.

Manufacturer narrative:
D6b: the explant date is unknown the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The anticontamination sleeve was noted to no longer be secure to distal locking nut. Nursing resecured with tegaderm.

Manufacturer narrative:
Additional information received therefore b1, b5, h1 and h6 updated.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary graft site to support the 59 year old male who had been admitted in with cardiogenic shock and cardiomyopathy. The patient had ECMO, inotropes, vasopressors, and a vent for respiratory needs. The pump was supporting when after weeks of support the team observed the anticontamination sleeve was no longer secure. To remedy/troubleshoot they applied a tegaderm to secure it. The pump remained on without any noted infection or contamination. Later, as the pump was nearing one month of support there were signs of hemolysis. The ldh was elevated and the team assessed pump position by tte echo imaging. The noted to be "small" left ventricle may have contributed to the hemolysis. To date, on day 32, the pump remains on for support. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.